Event description:
(B)(4).

Manufacturer narrative:
The MFR has asked the customer to send the defective device for examination. A follow-up report will be submitted once traditional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).,